Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Further complaint information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device became entrapped with the guidewire. A 2.1mm jetstream xc atherectomy catheter was used during a balloon angioplasty procedure. During atherectomy of the superficial femoral artery (sfa) to the popliteal artery using the jetstream catheter with an antegrade approach, an abnormal sound was detected. Upon withdrawing the catheter, the catheter tip showed no response, and the catheter and guidewire became locked together and could not be moved. After the device was withdrawn outside the patient, there was no problem with priming. During testing outside the patient, the cutting tip rotated normally when the forward and backward control buttons were pressed respectively. A new jetstream catheter was used, the device functioned normally, and the procedure was completed successfully. The patient condition following procedure was stable.